Event description:
There was an allegation of questionable elecsys cea results from the cobas 8000: cobas e 602 module. Sample 1 initial result was 0.2 ng/ml with a data flag, and the repeat result was 81.2 ng/ml. Sample 2 initial result was 0.2 ng/ml with a data flag, and the repeat result was 116.6 ng/ml. Sample 3 initial result was 0.2 ng/ml with a data flag, and the repeat result was 8.17 ng/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas 8000: cobas e 602 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified. A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges.